Event description:
It was reported that at the end of the case, the side-firing fiber was noticed to have commenced forward firing at 300,000 joules during a prostate procedure. An additional fiber was not used to complete the case. No patient or end user injury was reported.

Manufacturer narrative:
(B)(4). The manufacturer assigned model number 0010-2093 is designated for (B)(4) distribution. The manufacturer is submitting this report as the model 0010-2093 is identical in design and manufacture tot he commercially available model 0010-2090 angled delivery device, greenlight (k062719). Fiber analysis: the fiber cap remains intact and attached and drilled through; exhibits detritus, char, devitrification, and melted glass. Cap condition would result in reduced vaporization efficiency. This may cause forward firing. The root cause of the device failure was determined to be heat accumulation due to tissue contact and/or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.